Event description:
A marathon was being prepared for use in an avm embolization in a pt. Physician was utilizing a marathon flow-direct catheter, and mirage .008" guidewire to attain distal access. Physician was utilizing primarily over-the-wire technique, but would switch to flow-directed technique to achieve nidal penetration. During navigation, it was reported the catheter perforated an arterial branch proximal to the nidus of the avm, and definite contrast extravasations occurred. Physician quickly injected onyx 18 avm system to seal the perforation. Two add'l feeding branches were successfully emoblized after this event. No complications were reported to have occurred with the pt as a result of this event.